Manufacturer narrative:
(B)(4). The customer reported an unspecified ECG leads cable problem related to v1. There is no reported pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified ECG leads cable problem related to v1. There is no reported pt involvement.